Manufacturer narrative:
Type of investigation not yet determined : a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient using a cs300 intra-aortic balloon pump (iabp), the patient was in cardiac arrest and the console generated an autofill failure alarm. The customer confirmed that the helium connections were secure, the safety disk was screwed in tightly, and the iab fill port luer lock connection was secure. The helium tank was not empty and was open, but the pump would not autofill. The physician decided to remove the iab and replace it with a new one. The second iab was inserted successfully, but the console generated an autofill failure alarm once again. All connections were again confirmed secure. The helium tank was not empty and was open, but the pump still would not autofill. The customer was instructed to attempt a manual fill with 40cc air using a 50cc syringe and 3-way stopcock. The customer performed the manual fill without any issues and no resistance was reported. However, after the successful manual fill, the pump again generated an autofill failure alarm. The physician decided to have the patient transported to a different facility with the second iab still inserted, not connected to a pump. At this time, the customer has not attributed the event to the device. The associated intra-aortic balloons have been reported under medwatch 2248146-2022-00290 and 2248146-2022-00299.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) went to the customer's site to perform an evaluation. The fse attached a demo intra-aortic balloon (iab) with the correct helium extension tubing to the iabp unit and attempted to run the iabp unit in "internal" mode but received an autofill failure alarm. Communication / interviews (4111/3233): the fse later spoke with the customer over the phone. The customer informed the fse that they have contacted a third party service provider and will be shipping the iabp unit to the service provider for evaluation. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Updated fields: h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d4(model#, catalog# & UDI#), g1(contact person).

Event description:
N/a.